Manufacturer narrative:
(B)(4). Event date unk. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: what was the source of the bleeding? Fistula. Where was the fistula? On the hight part, where he did his last firing. Where was the hematoma? Under the diaphragma diam 18cm. What device was used at the site of the fistula? Powered with blue cartridge. What device was used at the site of the hematoma? Harmonic. What tissue/structures was the device used on during the procedure? What harmonic product code was used? Harh36. What specific devices is the surgeon alleging led to the fistula and hematoma? Washed and drained. Why does the surgeon believe the harmonic device may have caused or contributed to the fistula and/or hematoma? No he thinks it¿s powered stapler did the patient had any coagulopathy disorders?no. Was the patient on any blood thinners? If so, what were they on and when? No. Two devices have been used during the procedure : one harmonic harh36 and one powered stapler with a blue cartridge (reference unk). For the surgeon, the problem could potentially come from the powered with blue cartridge (last stapling) but not from the harmonic.

Event description:
It was reported that there were post op complications after a sleeve procedure resulting in a hematoma and fistula. Surgical revision of the patient on (B)(6) 2020. According to the surgeon, it could be multifunctional (stapling, energy, anesthesia, pressure).